Event description:
Reporter indicated that the site's dell handheld computer had become frozen during interrogation. It was reported that the event continued to occur after a soft reset, a hard reset, and removing and reinserting the flashcard. Product analysis was completed on the returned handheld computer and software flashcard. The reported complaint was not confirmed and no anomalies were observed.